Event description:
They got an irritation on their face and went to an allergist whom prescribed creams.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.